Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire could not be advanced in the left ventricular (lv) lead. The lv lead was not used and was replaced during the procedure. There were no patient consequences.